Event description:
It was reported that during a percutaneous coronary intervention procedure a vessel perforation occurred. The 70% stenosed target lesion was located in the mildly calcified and tortuous marginal circumflex (cx). During inflation the 2.0 x 20 mm apex monorail balloon catheter pinholed on a sharp plaque during inflation at 16 atms after two to three seconds causing a vessel perforation. The balloon was removed and two non bsc stents were implanted to successfully treat the perforation. The procedure was successfully completed with another of the same device with no pt complications reported. The pt's current condition is listed as "stable." This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
.